Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in three parts. Additionally, shell abrasion was observed on the edges of the rupture. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a primary breast augmentation with two 250cc mentor memorygel breast implants experienced bilateral implant gel bleed postoperatively. ¿silicone melting¿ was reported as the problem with the implants. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the second of two implants.